Manufacturer narrative:
Date sent to the FDA: 02/04/2021. Additional h6 method code:b14. A manufacturing record evaluation was performed for the finished device batch number pj7872, and no non-conformances were identified. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested, and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue (pull off suture needle)? Unobtainable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm if the patient suffers from any consequence due to the issue (pull off suture needle)? A manufacturing record evaluation was performed for the finished device batch number pj7872, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a c-section on (B)(6) and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.